Manufacturer narrative:
Analysis was performed by remote clinical support personnel which included review of clinical audit logs and remote communication with the customer regarding settings used. The results of the analysis indicated that the pulse-high limit of 150 was reported on the x2 and reported at the exact time of the patient transfer at 06:39:46 to bed 3310 from bed 3221. It was confirmed that the mx700 monitor was configured as "settings upload=yes". With this setting configuration, the monitor will take on the settings from the x2 once it is connected. This would indicate that the hr of 150 was already set on the x2 prior to the patient's arrival to bed 3310. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was related to the upload settings configuration being used which allows the monitor to take the setting from the x2 once it is connected. The issue was resolved by providing the customer with information regarding the function of this setting and how to change this configuration if desired. It was also recommended to the customer that they verify the settings in other departments where patients are transferred to/from. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on an intellivue mx700 patient monitor indicating that the alarm limit keeps changing by itself on the unit. The ECG alarm limit spontaneously changed from 120 high to 150 high limit. The device was in use on a patient at time of event; there was no adverse event reported.